Event description:
It was reported that a patient underwent an eye surgical procedure on an unknown date and suture was used. The patient experienced pain on eye movement and the conjunctiva remained red and elevated. At ten days post-operative, the patient developed granulomas at the sites of the suture knots. The patient was given steroid eye drops. By six weeks post-operative, the patient was comfortable and the event was resolved.

Event description:
Reporter alleged the patient received a result of 111 mg/dl on the advantage system, while she was slumped over and unconscious. Reporter stated the emts were called, obtained a result of 26 mg/dl on their system fifteen minutes later, and treated the customer to raise her blood glucose levels. Reporter stated she was taken to hospital and given food. Reporter stated that a few hours after the customer was released, she passed out, and the same advantage system was used to obtain a result of 98 mg/dl. Reporter stated the emts were called again, they obtained a result of 47 mg/dl on their system fifteen minutes later, and they again treated the customer to raise her blood glucose levels. Reporter stated that the hospital obtained a 511 mg/dl result on their system and gave the customer medication to lower her blood glucose level. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.